Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5089550) that a female patient of unknown age who underwent unspecified breast surgery with an unknown gel implants on both sides on an unknown date and developed all kinds of unexplained symptoms with silicone and then saline mentor implants. Fatigue, insomnia, chronic migraines, chronic joint/ muscle pain, hearing loss, tinnitus, chronic dry eye, etc were reported. As a result, the devices were explanted on (B)(6) 2004. This report is for the patient¿s left-sided device with unknown gel. Related files: manufacturer report number: 1645337-2019-22482 (right side with unknown gel). Manufacturer report number: 1645337-2019-22438 (left side with unknown saline). Manufacturer report number: 1645337-2019-22477 (right side with unknown saline).